Event description:
It was reported that the fenestrated bipolar forceps instrument at one point during a da vinci hysterectomy procedure, the hook and bipolar were too close together, the hook tip pushed the blade of the bipolar. Thirty seconds later, the whole paddle of the fenestrated came out of the instrument, cracked ceramic, inside the patient, screw fell out. The items were removed, paddle, screw and ceramic. Xray performed and found negative. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, an isi representative contacted the site to request additional information regarding the reported complaint. It was indicated that the surgeon was in the middle of the colpotomy procedure when the hook of the permanent cautery hook instrument caught inside the hole of the paddle of the fenestrated bipolar forcep instrument and the permanent cautery hook instrument pulled the paddle out of the fenestrated bipolar forcep instrument and caused the instrument to break. All fragments were retrieved using a lap grasper through the assistant port. An xray was performed and was found negative. The planned procedure was completed and the patient recovered as planned. The instruments were in use about 45 minutes prior to the event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip tips were completely broken off and were missing. The evidence was inconclusive, but the broken grips were likely due to mishandling/misuse. The distal clevis had one side broken and was missing a piece that connected the grip tips to the clevis. The missing piece measured about 0.206 long by 0.029 wide. No pieces were returned with the instrument. The evidence was inconclusive, but the distal clevis damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusions: the paddle of the fenestrated bipolar forceps instrument allegedly broke off into the patient and the fragment was retrieved with a lap grasper through the assistant port during the same procedure. An x-ray was performed to confirm to no pieces were left inside the patient.